Event description:
The reporter stated that she did back to back blood glucose tests, using the same fingerstick with different strips. The result swere "hi" and 161 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. No harm was alleged.